Manufacturer narrative:
A ge service representative performed an on site investigation. The left monitor was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the fluoroscopic image was distorted effectively eliminating the ability to view a usable image. No patient death or serious injury was replaced related to this event.